Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unused catheter and connector without packaging was returned for evaluation. The catheter and connector were returned attached. The kit blister lids were also returned for evaluation. The samples were visually evaluated per specification. The connector was confirmed to be the 2.1 version. The catheter was noted to be in tact (not stretched). The returned samples were then pull tested per specification with passing results. The connector was attached to a stock catheter and pull tested with passing results. The defect is not confirmed. Retain samples were visually and functionally tested with passing results. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports, "catheter disconnection issues despite having connector and still taping shut. Catheter clamp opened up and catheter came out of connector." No injury reported.